Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the stuck single bipolar foot pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the bipolar energy foot pedal was still firing energy after being released and it would occasionally start to go on and off. The procedure was converted to laparoscopic for patient reasons, reportedly not related to the system. The intuitive tech support engineer (tse) recommended disconnecting the bipolar energy foot pedal to resolve the issue. There were no reports of patient injury. Intuitive surgical, inc. Received the following additional information via follow up with the customer: the reported problem with the bipolar cautery power occurred during one case only. The issue appears to be resolved as it has not reoccurred.